Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest. No unexpected load reservoir messages or delivery anomalies noted during testing. No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to connector resistance issue. No battery cap or belt clip received with the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer state received several power error detected. The insulin pump will be returned for analysis.